Event description:
Additional information was received from the patient. Patient said for a good 7 months they have been having symptoms at night. Patient said their symptoms are ok during the day till they go to bed but the patient wakes up in the morning soaked. Patient they have tried all 4 programs. The patient was redirected to the healthcare provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the stimulation output change was unknown. It was also reported that the cause of the intermittent/erratic output and stim in the wrong location (heart) were unknown. The patient was to have reprogramming with the rep to resolve the issues, but it was noted it had not yet been resolved. It was noted the patient had not yet been to the office and the device was still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient would be waking up wet at night. Their symptoms are well controlled during the day. Agent did not ask about the circumstances that led to the reported issue. The programmer showed stimulation was off. The patient stated the lightning bolt was in the corner when they started, so they must have turned stimulation off when troubleshooting. Stimulation was turned back on and the patient increased amplitude from 0.3 to 0.4. They stated they used to feel stimulation sometimes, but now feel it constantly. The will monitor their symptoms and adjust as needed. They only have access to one program. Pss reviewed to follow up with their doctor if they wanted other programs. No further complications were reported/anticipated at this time. Additional information was received from the patient. They reported that their symptoms were fine during the day, but at night, they were not able to control their urine. They increased stimulation to 0.9 volts, but felt a "bite" in the right hip. They had always felt a pause in the stimulation, but noted now it went continuously. It was reviewed that cycling and positional changes could affect stimulation sensation. They were able to change the program after it was reviewed how to do so, and increased stimulation to where they could feel it. They were redirected to follow up with their healthcare provider, and it was noted they had an upcoming appointment on monday. Three days later, they reported they were having trouble with bladder accidents at night. They had previously switched from program 2 to program 3, and the stimulation was "like beating in their heart" and they had to bring it down to 0.3 volts. On the call, they switched to program 4, which was the last one they had not tried. They increased stimulation to 0.9 volts, and it was comfortable in the bicycle seat region. They mentioned the pulse duration started and stopped, and this one was continuous. They were redirected to follow up with their healthcare provider, and it was noted they thought they had an upcoming appointment with a manufacturer representative next monday.